Event description:
It was reported that during an implant procedure when testing system impedances, impedances measured 80 ohms with good sensing and positioning however, defibrillation threshold (dft) testing failed as a 65 joules and 80 joules did not convert and they needed to use external defibrillation. Technical services provided guidance and subsequently, the physician decided to move the can more posterior and was happy with the results. No additional adverse patient effects were reported.